Event description:
On (B)(6) 2013, cormatrix cardiovascular rec'd details of an event involving the use of a cormatrix ecm for carotid repair device and reported thrombosis with associated cva. Details of the event are provided below. On (B)(6) 2013, the pt underwent a left carotid endarterectomy procedure with cormatrix ecm for carotid repair patch angioplasty. Approx two hrs later, upon waking from the procedure, the pt experienced weakness of the right upper extremities and it was determined the pt suffered a perioperative acute cerebrovascular accident. The pt was taken back to the operating room immediately for exploration to ensure the endarterectomy was still open. Upon visualization of the carotid angioplasty site, discoloration consistent with thrombosis was noted and upon palpitating a pulse was transmitted through the patch angioplasty. Duplex ultrasound revealed external carotid endarterectomy thrombosis, and a partial thrombus in the internal carotid artery patch angioplasty. A thromboembolectomy of the left internal and external carotid arteries was performed. The cormatrix patch on the internal carotid artery was incised longitudinally, the thromboembolus was gently removed and the patch was re-closed with a single running 6-0 suture. Duplex ultrasound showed the external carotid artery system consistent with residual thrombus, and a longitudinal arteriotomy was performed on the external carotid artery to remove the residual thrombus, and was closed with a second cormatrix ecm for carotid repair device. The thrombi were believed to be "the source of the embolic phenomenon that caused the right upper extremity acute weakness." Postoperative angiogram was normal and the pt was transferred to the ICU in stable condition. Laboratory values indicated the pt may have been at an increased risk of clotting, and subsequently the pt was diagnosed with a hypercoagulable disorder. CT scan of the pt's head showed "acute cortical based infarction involving the superior posterior aspect of the left frontal lobe, including the region of the motor cortex." The pt's condition reportedly improved until the morning of (B)(6) 2013 when the pt experienced a "generalized tonic-clonic seizure," as a complication of the postoperative stroke. The pt experienced acute respiratory failure with difficulty breathing secondary to neck edema, and was electively intubated for airway protection and ventilation. The pt had a "mildly abnormal" eeg that showed mild slowing in the frontal area consistent with mild encephalopathy, but demonstrated no seizures. The following day on (B)(6) 2013 the pt underwent a CT of the neck to examine neck swelling onset at intubation, and a left neck hematoma was discovered anterior to the carotid bifurcation and adjacent to the carotid space with no active extravasation. The subject was discharged home on (B)(6) 2013 and is currently receiving outpatient rehabilitation.